Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, and after the reset, the error code did not reappear. The customer's sensor session was successfully started.